Event description:
The customer reported that the unit was rebooting.

Manufacturer narrative:
The customer reported that the unit was rebooting. The unit was evaluated at philips and the failure could not be duplicated. The unit passed all testing and was returned to the customer site. As of 03/12/10, there have been no further calls from this customer related to this issue. We are considering this failure a malfunction, but cannot determine the cause since the symptom could not be duplicated.